Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned for evaluation. The customer reported complaint for the platform displaying error message user advisory (ua) 16 (time moving to take-up position) was confirmed during archive review and functional testing. The root cause was found to be due to defective drivetrain motor and motor controller board. The drivetrain motor and motor controller board were replaced to remedy the fault. During visual inspection, cracked front enclosure was noted, also the belt clip retainer would not stay latched and the shaft lock pin was worn out. The archive data review indicated multiple error message ua 16 occurred on the reported event date of 4/20/2017. The platform failed the initial functional testing due to the error message ua 16 displayed when the platform was powered on. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The front enclosure, belt clip retainer and shaft lock pin were replaced, after which the platform passed the run-in and final functional test. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4).

Event description:
It was reported that during shift check, the autopulse platform (sn: (B)(4)) was displaying error message user advisory (ua) 45 (not at "home" position after power-on/restart). The customer was able to clear the error message ua 45; however, the gear in the platform was grinding and error message ua 16 (timeout moving to take-up position) displayed. No patient involvement was reported.